Event description:
It was reported that the battery test in the pre-use check failed. The ventilator will not charge installed batteries, nor run on battery power. No pt was connected to the ventilator at the time of the event.